Manufacturer narrative:
Product ID: neu_tunnelingtool, serial# unknown, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was noted that the plastic on the tunneling tool damaged. It was noted that there was no patient death and no patient injury. It was noted that it was unknown which lead package the tunneling tool came from. Refer to manufacturing report # 6000153-2013-00230.